Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis and constipation coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The consumer stated that the peritonitis was caused by constipation. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date, the patient had recovered. On an unreported date, dianeal therapy was withdrawn and consumer stated that he will be started on hemodialysis. Concomitant medications were not reported. The consumer stated that the events of peritonitis and constipation were unrelated to dianeal therapies. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f18022, h11e18016, h11e02085, and h11d07020 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.